Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead had a lead safety switch due to a possible high pacing out-of-range caused by a suspected fracture. The patient has terminal cancer and performing a magnetic resonance imaging (MRI) is being considered. Technical services states if there is an actual fracture then the concern would be lead-tissue interface heating as well as potential damage to the pacemaker. Reportedly, the fracture was confirmed with fluoroscopy and the MRI was performed without any adverse events. This lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead had a lead safety switch back in september due to a possible high pacing out-of-range caused by a suspected fracture. The patient has terminal cancer and performing a magnetic resonance imaging is being considered. Technical services states if there is an actual fracture then the concern would be lead-tissue interface heating as well as potential damage to the pacemaker. No adverse patient effects were reported.